Event description:
The device was returned to the manufacturer for an upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken at the carrying handle, the device will not power up due to the power supply being out of specification, the device will also not load software, and there were loose posts on the radiofrequency transceiver.